Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 11 months after the dental implant was installed in patient¿s mouth, bone loss around the implant was noticed. For this reason, the dentist decided to remove the implant.